Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture however the physical resistance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, mid left circumflex artery. Pre-dilatation was performed with a 2 x 15 mm balloon dilatation catheter. During the attempt to deploy the 3.0 x 23 mm xience pro stent, the stent delivery system (sds) balloon ruptured at 15 atmospheres. There was resistance felt during advancement of the sds to the lesion. The sds was retracted from the patient with the stent still on the balloon without issue. Another xience pro was used to complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.